Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient's device ceased to function after updating. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.